Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was stuck in the septum area, and while the physician maneuvered to reposition the lead, the rv lead failed to extend the helix and eventually the helix was damaged. The rv lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported events of failure to extend helix and helix damage were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. Upon visual and x-ray examination, the helix was found to be stretched consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix as received. The cause of the reported events was due to stretched helix consistent with procedural damage.